Event description:
It was reported that the patient presented to the clinic after hearing an alert tone that was triggered due to high impedance on the right ventricular (rv) and superior vena cava (svc) coils. It was also reported that there was an apparent lead fracture. The patient is part of the shock-less study group. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 15:00:04. Daily hv-lead impedance trend data show various spike increases for defib active can on impedance and svc defib = 55 to 254 ohms peak between (B)(4) 2012.